Event description:
On 4/16/1998, the manufacturer distributor informed the manufacturer's representative that a customer in his territory encountered a problem with this device; however,he did not have all the details and requested that a product complaint report be faxed to him. No further details were provided at this time.

Manufacturer narrative:
Device with 5/16" portion of attached catheter and 6 15/16" loose segment of catheter was returned to MFR and have been analyzed as follows: attached 5/16" portion of catheter revealed damage consisting of longitudinal tear approximately 1/16" in length at base of bayonet lock that almost transects catheter material. Damage seen on this portion of catheter appears to have been introduced in clinical setting by applying excessive force/twisting when assembling bayonet lock to device causing catheter to tear. 6 15/16" loose segment of catheter revealed diagonal tear at distal end that appears to have been introduced by sharp object such as blade. Leak was noted in 5/16" attached portion of catheter at base of bayonet lock when device/catheter was pressurized with air and fluid. No leaks were noted when 6 15/16" loose segment of catheter was pressurized with air and fluid. Trend analysis was performed on similar incidents for this catalog/lot number and trend was not identified. Review of device history record did not reveal any mfg variances related to this event. Based on info available and results of the MFR.'s analysis of the device, report that "device was leaking at connection area at point of insertion" has been confirmed. Damage found during MFR.'s analysis appears to have been introduced in clinical setting by excessive force/twisting while assembling bayonet lock to device. No further details are available. Customer will be notified of MFR.'s findings. The MFR. Is now closing file on this event. Submitted to FDA 8/10/1998.